Event description:
It was reported during an implant procedure (mexico) after the leads were placed the impedances were normal. The physician performed tunneling and extension connection and then the leas showed high impedance. The extension was replaced and the impedances were back to normal.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.